Manufacturer narrative:
Upon reassessment of the reported event it was determined that product is not related to the event and the initial report submitted needs to be voided.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 185108, vngd ssk ps tib brg 18x79/83, 358540, 185348,vanguard femoral augment, 718040, 185288, vanguard femoral, 3833410, 185428, vanguard posterior femoral augment, 613230, 185388, vanguard distal femoral augment, 921890, 145026, biomet stem, 772760, 145026, biomet stem, 118460, 185651, tibial cruciate wing, 079420. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03416.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient underwent bearing and locking bar exchange due to unknown reasons approximately seven months post implantation. Attempts have been made and additional information on the reported event is unavailable.